Event description:
It was reported that the patient underwent a revision approximately 7 years and 9 months post-implantation due to dislocation. A hematoma was evacuated and a head and dual mobility liner were implanted without complication. The cup and stem were retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head d10: cat# 15-103204 lot# 368520 taperloc micro lat fmrl 10mm cat# us157860 lot# 266020 m2a-magnum pf cup 60odx54id g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.